Event description:
It was reported from (B)(6) that during an unspecified surgical procedure it was observed that the sagittal saw attachment device stopped working at the beginning of the procedure. It was reported that the physician started the procedure and had hardly any resistance from the bone, and the device stopped working and became too hot. It was reported that the procedure was delayed ¿many hours¿ due to the event. It was not reported if there was a spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2021. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Additional narrative: device manufacture date: the device manufacture date is unavailable as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).